Manufacturer narrative:
Literature citation: akiyoshi, yamazaki; tomohiro, izumi; hirokazu, shoji; yasuaki, suhara; yu, sato; tatsuki, mizouchi. "Short term result of balloon kyphoplasty (bkp) in long term treatment after osteoporotic thoracic and lumbar vertebral fractures." Average age: 79 years old (73-86 years old). Two men; 12 women. Date of events is unknown. (B)(6). (B)(4).

Event description:
It was reported in an abstract that a total of fourteen patients underwent balloon kyphoplasty procedures (bkp) at levels t12 (n=6), l1 (n=5), l3 (n=2), and l2(n=1) and the time of surgery for bkp averaged 56 minutes. According to the abstract, "injury of vertebral body posterior wall was observed slightly in 9 patients, none (bone fusion after fracture) in four, and obviously in one. Fracture of the vertebral body endplate was observed in all patients; seven had craniocaudally, four had caudally and three had cranially." It was reported that "post-operative CT showed leakage of cement from endplate into intervertebral disk in 6 patients (caudally in three, cranially in two, and craniocaudally in one). However, there has been no clinical problem at present." No further information is reported. The type of cement used in these cases was not specified in the abstract.